Event description:
It was reported that an ilet user experienced elevated blood glucose after a sensor change and meal, with the pump reading high and a 400 alert noted, and the user had not been announcing meals while adjusting to a new diet; the user replaced a sensor, disconnected and primed tubing, confirmed insulin delivery, observed some blood at the infusion site, and then replaced all supplies per guidance. Symptoms included hyperglycemia. Outcomes included user education on meal announcements and advice to monitor glucose and follow up. Investigation included troubleshooting with confirmation of insulin delivery and supply replacement. Investigation of this case revealed no device malfunction was identified, with contributing factors including missed meal announcements, recent sensor replacement, and a site with visible blood, which can affect glucose control. It was concluded, based on previously established findings for similar reports, that user-related factors and infusion site issues were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.